Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was confirmed following a clinician review of medical records provided. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: [....] The tibial baseplate has major and complex malposition with an excessive posterior slope of 12° but also malalignment in the ap plane with some 8° valgus plus 2-mm lateral shift of the baseplate. Stable bone ingrowth condition of the baseplate. Overall knee alignment is still adequate with 6°. No other clinical, radiological or explant information was provided. [....] Conclusion of assessment: baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery. Does the review identify any procedural related factors that contributed to the event? Baseplate malposition in excessive posterior tibial slope of 12° plus 8° valgus malalignment. Minor malposition of femoral component in posterior direction. Does the review identify any patient related factors that contributed to the event? High activity level may be considered a secondary factor to increase the adverse effects of instability. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a clinician review of the provided medical records states the following: "baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to ]lexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery." No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Knee revision instability due to poly wear. Update 24 may 2019: conclusion of the medical review dated 20 may 2019 states: baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery.

Manufacturer narrative:
An event regarding malposition involving a triathlon baseplate was reported. The event was confirmed following a clinician review of medical records provided method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: [....] The tibial baseplate has major and complex malposition with an excessive posterior slope of 12° but also malalignment in the ap plane with some 8° valgus plus 2-mm lateral shift of the baseplate. Stable bone ingrowth condition of the baseplate. Overall knee alignment is still adequate with 6°. No other clinical, radiological or explant information was provided. [....] Conclusion of assessment baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery. Does the review identify any procedural related factors that contributed to the event? - baseplate malposition in excessive posterior tibial slope of 12° plus 8° valgus malalignment - minor malposition of femoral component in posterior direction does the review identify any patient related factors that contributed to the event? - high activity level may be considered a secondary factor to increase the adverse effects of instability. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a clinician review of the provided medical records states the following: "baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery."

Event description:
Knee revision instability due to poly wear. Update 24 may 2019: conclusion of the medical review dated 20 may 2019 states: baseplate malposition in excessive posterior tibial slope of 12° with additional 8° valgus deformity have contributed to flexion instability of the knee arthroplasty with consequent polyethylene wear and clinical symptoms requiring revision surgery.